Event description:
Medtronic received additional event information: the patient was undergoing thrombectomy for a cerebrovascular accident (cva). The clot was located in the left internal carotid artery (ica) and middle cerebral artery (mca). The patient's anatomy reportedly had some tortuosity with no stenosis or plaque. During the procedure, a solitaire stent was used for thrombectomy of the clot. The solitaire stent made two passes without any reported issues. There had reportedly been no resistance during deployment and it is not known whether there was resistance during retrieval of the device. The catheter was not removed prior to retrieval of the solitaire. On the third pass, the solitaire stent reportedly detached from the wire. Attempts were made to retrieve the detached solitaire without success. The solitaire stent remains in the patient. Post-procedure, the patient's left mca remains occluded with evolving cva. The patient is currently in a skilled nursing facility.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Ref. Medsun report: (B)(4). The solitaire stent left in the patient and pushwire has not been returned for evaluation; therefore, product analysis cannot be per formed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the solitaire platinum detached from the pushwire, when it was being retrieved. The solitaire stent was left within the patient. During a thrombectomy for a cost-utility analysis (cua), the solitaire revascularization stent became detached from the wire and was left in the middle cerebral artery (mca). The clot was not able to be removed and after multiple attempts, the retrieval was unsuccessful, and stent was left in patient.